Manufacturer narrative:
This report is being supplemented to provide additional information (d10, h3, h10) and corrected data (e1) regarding the reported event. Additional information received identified the event occurred towards the beginning of the procedure, after the first attempt for samples. It was also clarified the sheath was stuck in the airway as the needle itself came out of the airway but the sheath was still holding it. The device was returned to olympus for evaluation. Upon evaluation, it was noted that the laser-cut hypotube (lch) was ejected from the outer sheath assembly however no fragments of the 19 gauge spiral cut needle has broken or detached. The customer's report likely referred to the ejected lch as the piece that "broke off". No external damage was noted on the lch. After cleaning no physical damage was noted internal to the lch. Upon inspection under magnification damage to the distal end of the outer sheath was observed. The spiral cut needle deployed smoothly with no damage to the distal tip. Following cleaning, damage to the pebax heat shrink was noted approximately 0.5 inches from the distal tip. The damage to the pebax was likely incurred as a result of the lch ejection. Damage to the distal edge of the outer sheath suggests the needle tip may have gotten caught on the sheath assembly or the lch which in turn led to its ejection. No damage to the needle tip of the lch was observed. One kink in the needle was observed near the upper hypotube, this however was likely incurred as a result of preparation for shipping as the device was coiled into a small poly bag. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus will continue to monitor complaints for this device through regular trending activities as defined by olympus surgical technologies america quality management system procedure.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined, if additional information becomes available at a later time, this report will be supplemented. The instructions for use warn, "if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope".

Event description:
It was reported that during an endobronchial ultrasound (ebus) procedure, the needle broke off inside the patient's airway. The needle was able to be retrieved with forceps and no patient injury was reported. The procedure was able to be finished using another product.